Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in a patient. It was reported sometime the following year, a type ia endoleak was identified. Originally the physician thought it was a type ii endoleak. Intervention was performed for this type ia endoleak the following year where heli-fx endoanchors were implanted as treatment. During the procedure, after 7 endoanchors had been successfully deployed, the surgeon pressed the reverse button on the applier and the blue light and reverse light both came on. The physician was unable to load the endoanchor. Another sa-85 was used which successfully loaded and deployed two more endoanchors to complete the procedure. The cause of the heli-fx event as per the physician was due to device failure. No additional clinical sequalae were reported and the patient is fine.